Event description:
The customer contact reported during testing at the user facility, it was noted that the device had power issues due to battery leakage in the device. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found corrosion on the contact plate in the battery compartment of the device. This was due to battery leakage from the aa batteries. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.